Event description:
Customer states occlusion of the spirit combo insulin pump system contributed to high blood sugars that resulted in his hospitalization. Pump was displaying e4 (occlusion) error the day he was hospitalized. Customer called the ambulance since his blood sugars were "in the 27s" mmol/l. The device was returned and investigated.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.